Manufacturer narrative:
Iop elevation from baseline secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. Due to elevated iop, medication was administered. The problem was resolved. Cause of even is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following a implantable collamer lens (icl) implantation replacement procedure, the patient experienced an elevated iop. Medication was prescribed. Reportedly, '12mmhg. The issue was reported as resolved. However, as per the follow up email, the reporter stated that "since the iop stayed high, brimonidine tartrate was administered only after the lens replacement. Currently, the patient's iop is at a stable lever of 12 mmhg'. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).